Manufacturer narrative:
The device was serviced on site by a field service technician. An alarm log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The f-94 (configuration option settings checksum is not 0) alarm was identified during functional testing and the alarm log review. The cause was determined to be damaged battery. The device battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented with an occlusion. There was no patient involvement. No additional information is available.